Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/19/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a18348a.

Manufacturer narrative:
(B)(4). The investigation was completed on 02/19/2019. Apoc labeling was evaluated during the investigation as pertaining to the event. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a18348a.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a (B)(6) male patient with shortness of breath and acute chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). Positive cut-off value: I-stat >0.08 ng/ml, roche >0.03 ng/ml. Note: there is no comparative testing with troponin I. Per I-stat system manual: art: 714258-00q; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer is using I-stat troponin I vs roche troponin t. Based on the information available there is no evidence that suggests the patient suffered an mi.